Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was used as intended, but after the pouch was pulled out of the cannula, a piece of the device had come off and remained in the patient. Graspers were used to retrieve the piece from the patient. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # m91g6d, m91f06, m91g6e the analysis results of the pouch found that only the bag was received for analysis. Upon visual inspection, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted stretched. A potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The batch record was reviewed and no anomalies were noted during the manufacturing process.